Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. E1 telephone number: (B)(6). G2 foreign: france. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery on (B)(6) 2023, there is a leak on the dermatome hose at the coupling part. A small o-ring does not make the seal. There was no patient involvement, impact, or harm reported. Due diligence information in process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.